Manufacturer narrative:
The autopulse platform was returned for evaluation to (B)(4). A visual examination found a crack near screw hole due to normal use. The archive data was reviewed and showed a system error 136 as reported. After clearing the system error, the platform passed functional test. The cause for the system error message was possibly related to a defective processor board. Service depot site.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during routine daily shift check the autopulse platform (s/n (B)(4)) displayed error code 136 (internal parameter corrupted). There was no patient involved with this event. No additional information was provided.